Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported a radial tear at four o'clock was observed on the patient after hydro-dissection of a laser assisted cataract procedure. Reporter indicated he noticed the lens move a lot during hydro-dissection. Reporter additionally stated postage stamp micro-adhesions from 7-10 o'clock on the capsule due to corneal endothelial folding at the laser, and is not sure if the laser was the reason for this event. The radial tear did not go posterior, and no vitrectomy was needed. Upon follow up, the surgeon indicated the patient is fine. The tear did not extend posteriorly and it did not alter anything about the case. Surgeon does not feel that it rises to the level of a complication.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The root cause of the reported event cannot be determined conclusively. (B)(4).